Event description:
Customer reported the temperature indicator comes on and the system will not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock assembly. System operates as intended.